Event description:
Display screen blanked. They changed the vent, no negative outcome to the patient. Service call made. Service provided on (B)(4) 2014. Service provider unable to duplicate reported problem. Ran calibration, est, and performance verification tests. Unit ran for three hours. Replaced all batteries, all tests passed per manufacturer's specifications at time of service.